Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker check. Upon interrogating the pacemaker, the device was found in backup vvi operation. It was also noted that the battery was nearing depletion which may have triggered the backup operation. Upon further review of the episode, it was determined that the reason for the backup operation was caused by code corruption and device in elective replacement indicator status. On (B)(6) 2019, the pacemaker was removed and replaced. There were no adverse consequences to the patient.